Event description:
Caller alleged discrepant results compared with the lab. Patient 1: inratio 6.8, repeat using meter 5.7 lab 4.2. Patient 2: inratio 7.2, this patient was not re-tested or sent to the lab.

Manufacturer narrative:
Caller obtained meter value of 6.8, repeated the meter test and obtained 5.7; lab result was 4.2. Obtained 7.2 with another patient, this value not evaluated because no comparison value given. Time elapsed between meter tests and lab test was not given. The %cv is less than 20%. The precision criterion is met. Product precision testing is not required. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set: 1, meter: 6.8, lab: 4.2, mean: 5.5. Set: 2, meter: 5.7, lab: 4.2, mean: 4.95, confidence limits: 2.8-7.2. For set 2, the mean of the inratio meter and comparative system inr was calculated. The inr values are within the confidence limits for inr testing. The results for set 2 are not considered inaccurate within the context of the documented variability for inr testing. For set 1, the mean is greater than 5.0 and difference between inr's is greater than 2.2. These results are considered inaccurate. Product accuracy testing is required. Products associated to the complaint were not returned. Strip accuracy testing will be performed using retain strip lot number 213040.